Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored with routine follow-ups.